Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that following an intraocular lens (iol) implant procedure, the patient experienced blurry vision, positive dysphotopsia and light sensitivty. The iol was exchanged for monofocal lens model 1 months and 27 days after the initial implant procedure. Clinical reason for explant was reported as os h53.142. Additional information has been requested.